Event description:
It was reported by hvt sales representative that a 6900p, size 31mm was explanted after a 62.7 month implant duration due to severe calcification and stenosis. The 6900p was replaced by a st. Jude¿s biocor epic valve. The sales representative will try to obtain an operative report from the surgeon. Device will be sent to edwards.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.